Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received pump reset information from technical support, successfully reset the pump, and was advised to continue using it while monitoring for any recurring issues.